Manufacturer narrative:
The device history records could not be reviewed, as the lot # was unk. The sample has not been returned for eval to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The current info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported while attempting to deploy the filter via the left femoral approach, the feet stuck in the spline. The dr manipulated the pusher rod, dislodged the feet, and deployed the filter. There was no pt injury reported.